Event description:
A doctor reported that a knife was noted to be dull prior to surgery. An alternate knife was obtained before starting the procedure. There was no patient involvement with the dull knife. Additional information has been requested.

Manufacturer narrative:
One sample was received by manufacturing in an opened blister package. The sample was examined using 10x magnification and was found to have a damaged cutting edge. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. How or when the blade sample became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling or from contact with another instrument on the instrument tray during procedure setup. (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).